Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain, hematoma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a revision breast augmentation with a 260cc mentor memorygel breast implant and a 240cc mentor memorygel breast implant experienced bilateral breast pain and hematoma postoperatively. The patient experienced breast pain, and ultrasound performed on (B)(6) 2020 indicated hematoma. The diagnosis was confirmed based on the ultrasound result. As a result, the patient underwent removal and replacement with unspecified breast implants on (B)(6) 2020. The date of implantation for the 260cc gel device was estimated as (B)(6) 2019 based on available information. This report is for one of the reported prostheses.

Manufacturer narrative:
On 13-jan-2021, the analysis was completed based on a photo that was provided. Investigation summary: during visual evaluation of the picture, no apparent damage or visual anomalies were observed in the product. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at anytime, such as after an injury to the breast. Small hematomas may be absorbed by the body, while others may require surgery for drainage. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 26-feb-2021, the suspected medical device was returned for evaluation. On 4-mar-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).